Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the site was having issues tracking instruments. A medtronic representative (rep) was on site and noted that the emitter placement was not optimal. The emitter was about 2 feet away from the patient. The rep suggested moving the emitter. After the emitter was moved, the issue was resolved. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.